Event description:
Hcp reported (from the intensive care unit) that a pt had gone into cardiac arrest and had called the MFR's pt services department to have someone turn the pump off. The hcp did not leave anymore info. Multiple attempts to gather more info were unsuccessful.